Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that they received an inop/error message from the mx40 device. There was no patient harm reported by the customer